Event description:
The colonovideoscope was returned to an olympus service center reporting the channels were blocked. The issue was found during maintenance. During the device evaluation a white contamination in the air water channel was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. During the evaluation remnants of white crystallized contamination believed to be a simethicone type product were evident within the air/water channel was found. In addition, other issues found included light cover glass was chipped, light cover glasses adhesive was pitted, optical cover glass adhesive was pitted, distal end cap was damaged, the distal end adhesive was discolored and the angulation did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.